Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and side port cracked. It was reported by the bwi representative that the side tubing of the side port was cracked, and there was blood back into the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The case continued. There was no patient consequence. On 27-dec-2022, additional information was received indicating that it was possible the stopcock valve might have fallen off in the bag or something when it was sent back. There wasn¿t much holding it on. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed a cut on side port tubing and the stopcock was not returned. Stress was observed on the tube, these damages could be related to the handling of the device during the procedure or excessive force; however, this cannot be conclusively determined. Additionally, the customer also provided a photo of the complaint device to aid in the investigation. According to the picture provided by the customer, the 3-way stopcock was broken, but not completely detached from the side port. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: the h6. Device code has been corrected from crack (a0404) to break (a0401).

Manufacturer narrative:
On 16-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and side port cracked. It was reported by the bwi representative that the side tubing of the side port was cracked, and there was blood back into the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The case continued. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.